Manufacturer narrative:
Visual inspection of the returned controller had only minor scratches. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: there may have been a loose foot control assembly or wand connection to the controller which could have caused non-functionality or an issue another concomitant device. A review of the manufacturing records found that the device met manufacturing specifications at the time of release into distribution.

Event description:
It was reported there was an issue with the coag function not working properly during the procedure. The patient experienced a nosebleed that was difficult to control. A 2nd turbinator wand was opened but the same problem occurred. The procedure was successfully completed using back-up device(s). No other complications were reported. Additional information received 12/30/2016 stated afrin and suction were used to control the bleeding. Patient is still experiencing headaches and congestion. Separate complaints reported against concomitant devices (reference (B)(6) for original report against foot control).